Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Continued h.6. Investigation code: b15, b17, b20 . Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient experienced ¿inflammation on c1, erythema, pain and abscess¿ 11 days post injection in c1 and c2 with juvéderm® volux¿, in t1 ck1 ck2 ck3 ck4 with juvéderm® voluma¿ with lidocaine, and in nls and lps with juvéderm® volift¿ with lidocaine. Treatment included ¿augmentine 875/125 zamene 60 hialuronidasa¿. Symptoms resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00316 (allergan complaint #(B)(4)) and MDR ID#3005113652-2023-00315(allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volift¿.

Event description:
Healthcare professional (hcp) reported that a patient experienced ¿inflammation on c1, erythema, pain and abscess¿ 11 days post injection in c1 and c2 with juvéderm® volux¿, in t1 ck1 ck2 ck3 ck4 with juvéderm® voluma¿ with lidocaine, and in nls and lps with juvéderm® volift¿ with lidocaine. Treatment included ¿augmentine 875/125 zamene 60 hialuronidasa¿. Symptoms resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00316(allergan complaint #(B)(4) and MDR ID#3005113652-2023-00315(allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volift¿.